Manufacturer narrative:
MDR . / initial 6 of 6. E1: event city: (B)(6). Event country: spain name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
The patient reported six infusion sets untapped due to perspiration water exposure event occurred on (B)(6) 2026. No further information is available.